Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the hospital after a fall with subsequent twitching. The lv lead was reportedly not working and the device was reprogrammed vvi 45 for the interim period. The patient presented for follow up and loss of capture (loc) was observed on the lv lead at the maximum output without a confirmed lead issue upon performing chest x-ray. The device was reprogrammed to vvi 60 since the patient was pacer dependent and dizziness was felt by the patient. Decreased pacing impedance with decreased r-wave was also noted. At this time, the system remains in service. No adverse patient effects were reported. Subsequently the device and lead were explanted and returned. No additional adverse patient effects were reported.